Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The catheter started to leak so they had to replace with a new one. The leakage is next to the cuff.